Event description:
The customer reported that telemetry beds dropped off several xhibit central stations while being monitored. There was no patient or user death, or injury associated with the event.

Manufacturer narrative:
The customer confirmed that restarting their system resolved the reported issue. As a precaution, the logs were pulled for evaluation. A spacelabs product support specialist evaluated the logs and found that the xtr crashed after being stuck in an error state. After the crash, it was found that the xtr attempted to recover but was unable to connect to the quad receiver cards (qrc) to reestablish telemetry communication. The exact cause of the reported issue could not be determined.